Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1400 mg/dl and was vomiting. Reportedly, correction boluses were delivered to address bg level prior to arriving at the ICU. In the ICU, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 11/30/2023 with the issue resolved and no permanent damage. It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.